Event description:
The hcp reported that the device was explanted due to wound dehiscence. Follow-up report from the hcp indicated that patient had an infection in the device pocket; the patient did not have meningitis. Signs and symptoms of infection were incisional wound opening and pocket erosion. A culture of the device pocket was taken, but no organism was isolated. The patient was given intravenous antibiotics and the device was explanted. The patient was receiving compounded baclofen; no withdrawal was reported. The infection resolved. The patient has the risk factor of debilitated status.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.